Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement, externalized conductors were observed. Patient was asymptomatic. No electrical anomaly was found. Lead will be explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.1cm from the distal tip. Internal insulation abrasions were noted at 7.9-9.0cm, 8.1-8.4cm, 12.4-13.1cm, 16.8-17.3cm, and 20.2-20.4cm, 33.0-33.8cm, and 33.1-33.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received notes that prior to replacement procedure, physician re-examined the lead and stated that contrary to his prior assessment the lead was not externalized. Physician explanted the lead electively despite this assessment. Patient's condition was fine post-procedure.